Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the during the removal of the temp sensing foley; the nurse fully deflated the balloon and tried to pull the catheter from the patient; however; there was resistance at end. The catheter was able to be removed with extra lubricant. The patient was not in any distress and did not indicate any discomfort after removal. Upon inspection of catheter, it was noted that there was a hard ring encircled the tubing near catheter tip. The nurse inflated the catheter balloon, which inflated appropriately, and the ring was gone after deflation. The unknown catheter is part of tray#: a339516am.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "balloon position length not established" and potential failure mode "balloon not stretched after positioning balloon". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use."

Event description:
It was reported that the during the removal of the temp sensing foley; the nurse fully deflated the balloon and tried to pull the catheter from the patient; however; there was resistance at end. The catheter was able to be removed with extra lubricant. The patient was not in any distress and did not indicate any discomfort after removal. Upon inspection of catheter, it was noted that there was a hard ring encircled the tubing near catheter tip. The nurse inflated the catheter balloon, which inflated appropriately, and the ring was gone after deflation. The unknown catheter is part of tray# (B)(4).